Event description:
It was reported b that during a low anterior resection procedure, that the jaws initially were sticking and the surgeon was having trouble opening and closing the jaws and then the jaws got stuck on tissue and did not open. The surgeon opened the device with his fingers. The device was not on any vessels and it did not need to be cut out of tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
The device was received with a staple stuck in the jaws. The staple was removed from the jaws for functional tests. The device was functionally tested with a generator and the device passed all functional tests. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there were no anomalies noted with the functionality of the device.